Event description:
On (B)(6) 2008 I had a cormet hip resurfacing system, (mom) put into my left hip. Within a couple months I had terrible pain in the hip and a feeling of gremlins grabbing my leg and buttocks. I sought a second opinion in 2011 with another orthopedic doctor. He said that my cobalt and chromium levels were high and the device had to be removed. I had surgery (B)(6) 2011 to remove and replace the device. Since then, I continue to have the same type of terrible pain which I am told is due to the damage that the metal did to my muscles, etc in the hip area. I have contacted about a dozen lawyers to see if someone would take my case so that this product could be taken off the market to prevent others from going through what I did and no one will touch my case because of the FDA approval you gave to it. I worked as a nurse for many years and hated to see people in pain. I don't want to see others in pain due to this type of device. I want to see it off the market. Please take another look at this product and do some due diligence as I don't believe others should have this inserted into their bodies! Thank you.